Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the number six appeared on the insulin pump's screen when attempting to bolus. The customer reported the insulin pump's screen went black, and then flashed 12:00 am. The customer also reported a failed battery test alarm occurring on the insulin pump. The customer's blood glucose was 182 mg/dl at the time of incident. Troubleshooting did not occur for the failed battery test alarm. The customer declined to return the insulin pump for analysis.